Event description:
On (B) (6) 2010, pt reported her infusion device alarmed on (B) (6) 2010 but did not show up on the alarm history. Pt is blind and could not read the infusion device screen. She stated she pressed the check button twice to confirm and clear the alarm and returned to sleep. Pt reported she was taken to the hospital today with a blood glucose in the 300's mg/dl. She stated while she was in the hospital she was taken off of the infusion device and given insulin by the hospital staff. A hospital staff member came on the call and verified the infusion device was in run mode but not connected to the pt. Had staff member check the alarm history and verify no alarm was received on (B) (6) 2010. Product was replaced and requested return of the suspect product for evaluation.